Event description:
It was reported that the customer received multiple battery out limit alarms during normal use of the insulin pump. His blood glucose was 217 mg/dl. The customer was advised to clear the alarm and monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)